Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.